Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 594-595 mg/dl and high ketones. Prior to going to the ER, the customer administered a manual insulin injection in attempt to resolve high bgs. While in the ER, the customer was treated with intravenous saline and insulin. The customer as released from the ER approximately 20-24 hours later with no permanent damage and the reported issue resolved.